Event description:
It was reported that the control-iq system was not adjusting insulin delivery as expected. The issue led to the customer's blood glucose level dropping to 45 mg/dl. The customer addressed the low blood glucose by consuming carbohydrates. After technical support educated the customer on how control-iq predicts glucose values and adjusts insulin delivery, it was confirmed that the system was functioning as intended. The customer acknowledged and understood the explanation provided.